Event description:
It was reported that the customer was hospitalized due to low blood glucose of 20 mg/dl and hypoglycemia. The caller stated that one morning the customer was gasping for air and the roommate called the paramedics. The customer's blood glucose at the time of the phone call was 111 mg/dl. The drive support cap was recessed. The customer was not disconnected from the insulin pump during the rewind/prime sequence. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.